Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a clearlink solution set. This issue occurred during infusion of tacrolimus to a patient. An unspecified pump was in use when this event occurred. The cause of the no flow could not be determined. The customer replaced the solution set with a new one and the issue was resolved. There was no patient injury or medical intervention associated with this event. No additional information is available.